Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Additional information obtained regarding the diagnostic coronary procedure indicated the manufacturer's device was inspected prior to the procedure with no damage observed. The manufacturer's device would not advance on the guide wire (another manufacturer's device) and became stuck. The devices were removed as a system. Upon removal from the patient the manufacturer's device was observed to be intact and in one piece with no separation. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. The patient was discharged as expected and reportedly "doing fine." No tests/laboratory data was available. No information was available. No information available. The implant or explant dates are not applicable to this device. Does not apply to this submission. Visual and microscopic inspection and a guide wire movement test were performed on the returned device. The proximal shaft and the connector were separated and not returned with the device. The separation site at the proximal shaft was twisted and stretched. A guidewire movement test was performed, resistance experienced passing through the guide wire exit port. The probable cause of the reported resistance and stuck wire complaint is likely due to sanguineous material in the device, as this was observed at the guide wire exit port. It could not be conclusively determined when the cause of the failure occurred. The probable cause of the missing shaft and connector is damage following use. Per user, all pieces of the device were present and no separation was observed. It is likely that the shaft separation occurred while removing the stuck wire from the catheter in preparation for return since the wire was no longer present when the device was received. Strain, impact, and force associated with handling can affect the integrity of the device. It could not conclusively be determined when the observed damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Does not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, the wire was frozen on the device and was stuck completely. A second device was used to complete the procedure. No patient injury occurred. This event is being reported because the manufactures device and another manufacturer's guidewire were removed as a system.